Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to magnet exposure. Noise due to electromagnetic interference (emi) was also observed on the right ventricular (rv) lead. No action was taken, the patient was reported to feel well and the device and lead remain in use. The patient is a participant in the wrap it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.